Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that the debris shield needed a replacement. After the debris shield assembly was replaced, the problem was resolved, thus confirming the reported event, which lead the procedure been unable to finished as planned. Based on analysis result, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a nephrolithotomy procedure, the console did not fire and displayed a misfire error. The procedure was not completed. The patient was under general anesthesia, but there were no patient complications this event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a nephrolithotomy procedure, the console did not fire and displayed a misfire error. The procedure was not completed. The patient was under general anesthesia, but there were no patient complications this event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.